Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The staff found that universal surgical manipulator (usm) 3 was flashing blue. The staff clutched the usm, and the surgeon took control of the instrument installed in arm 3. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to take control of universal surgical manipulator (usm) 3 and that usm3 was flashing blue. The staff performed troubleshooting by clutching the usm, after which the surgeon successfully took control of the instrument installed in usm 3. The procedure was completing as planned with no reported injury.